Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was having a pattern messaging issue. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care advocate (cca) confirmed that the tagging option was turned on and that the high/low limits were set correctly. The cca documented that the high limit was set at 160 mg/dl and that the low limit was set at 90 mg/dl. The patient stated that she thought the high limit should be set at 300 mg/dl. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a pattern messaging issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject device(s).